Event description:
Procedure type: inguinal hernia repair. According to the reporter: as the surgeon was passing the needle through tissue for the first time, it felt it was dull. After passing through a second time with difficulty, he noticed a very tiny piece (point) was missing. Surgeon feels the small missing tip (piece) is not concerning and he also feels the tip could have been missing right out of the package. No x-rays taken. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).